Event description:
It was observed that during the device evaluation, the broncho fiber videoscope exhibited foreign material coming out of the channel tube and there was no image displayed due to damage on the charged coupled device unit. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information was added to the following fields:b5, d8, e1, h3. Correction to h6 "component code" of the initial report, "4771-lever" is being corrected to "427-circuit board". Correction to h6 "health effect-impact code" of the initial report, "2199-no health consequences or impact" is being corrected to "2645-no patient involvement". A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the first reportable failure, foreign material came out of the device. Because of leakage defects caused by forceps channel pinholes, reprocessing could not be completed, and residual liquid and foreign objects came out of the forceps mouth. Based on the results of the investigation, olympus confirmed the second reportable failure, image noise, and it is presumed that the failure of the charged coupled device unit (hybrid) caused the image noise anomaly. However, a definitive cause could not be determined. The event can be prevented by following the instructions for use which state: chapter 7: cleaning, disinfection, and sterilization procedures chapter 8 use of endoscope cleaning and disinfection devices. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis lucera ultrasonic bronchofibervideoscope exhibited foreign material came out of the channel tube, forceps inlet and there was no image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.